Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having false pause episodes due to signal dropout and undersensing. The patient was asymptomatic and will continue to be monitored.